Event description:
A motor stall with recovery within two hours was reported. No action was required as a result of the event. The patient¿s status at the time of this report was ¿alive- no injury.¿ patient symptoms were not reported related to this event. The pump was being used to deliver baclofen. Pump logs were received and showed a motor stall occurred (B)(6) 2012 and (B)(6) 2013 and both recovered in 47 minutes. A third motor stall occurred on (B)(6) 2013 and recovered in 15 minutes. The cause of the stalls were undetermined and further troubleshooting did not take place. It was noted his pump was read and showed no stalls since (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).